Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, rupture.

Event description:
A patient reported experiencing the events of ¿discomfort¿ , ¿left implant presenting signs that could be associated to minimum rupture without collapse, or, less probably, silicone (gel bleed). Lymph nodes with silicone sign in left axillar region¿, " capsule contour irregularity¿, "atypical lymph nodes." The device remains implanted.

Event description:
A patient additionally reported that they experienced ¿sudden increase in volume and stiffness" and ¿nodulation upon palpation". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.7., g.1., h.6.

Event description:
A patient additionally reported that they experienced ¿sudden increase in volume and stiffness" and ¿nodulation upon palpation". The device has been explanted.